Event description:
It was reported that the insulin pump alarmed motor error during basal rates. The customer's blood glucose was 120 mg/dl. The customer uses the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. The customer stated that they had another insulin pump that they would use, which they had received less than thirty days ago. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.